Manufacturer narrative:
The investigation concluded that a lower than expected vitros chemistry products phenytoin (phyt) result was attained from a college of american pathologists (cap) proficiency sample using vitros phyt slides in combination with two vitros 5600 integrated systems. The assignable cause of this event is user error due to inappropriate interpretation of an instrument wash error (we) flag generated by the vitros 5600 system. The vitros 5600 system did not generate a phyt result when the proficiency sample was initially run undiluted due to the occurrence of a we flag. The fluid matrix of the proficiency sample most likely contributed to the we flag, and the vitros 5600 system was unable to generate a result from that sample. The customer incorrectly assumed the we flag was generated because the sample was outside the phyt measuring range and incorrectly diluted the sample 2x prior to retesting. The vitros phyt peer mean result for proficiency sample chm-13 was 5.52 ug/ml, which is within the vitros phyt measuring range of 3.0 ¿ 40 ug/ml. Since the phenytoin concentration of cap sample chm-13 was not above the vitros phyt measuring range, it was not appropriate to dilute the sample. The user error was due to inappropriate dilution in cause of the event. The vitros 5600 system operated as intended when the we flag was generated, and no phyt result was able to be generated for the sample. A review of qc performance at the time of the event indicated that the customer did not perform qc testing on the phyt slide lot used for the proficiency testing. In addition, the qc results obtained on the day of the event from an alternate phyt lot were unacceptable. The performance of the vitros analyzer at the time of the event could not be confirmed. Therefore, an issue with the phyt reagent lot or the vitros analyzer could not be ruled out as potential contributing factors to this event. Although within run precision testing was not performed, there is no indication that the vitros 5600 integrated systems malfunctioned.

Event description:
A customer reported a lower than expected vitros phenytoin (phyt) result from a college of american pathologists (cap) proficiency sample using vitros chemistry products phenytoin slides (phyt) on two vitros 5600 integrated systems. College of american pathologists proficiency sample chm-13: vitros phyt result of <3.0 ug/ml versus the expected result of vitros peer mean of 5.52 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros phyt result was obtained when processing cap fluids with no patient results being reported outside of the laboratory. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).